Manufacturer narrative:
(B)(4). Device was not implanted/explanted; however, device was discarded after the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This connecting screw was implanted/explanted and discarded during surgery. Device history records was conducted. The report indicates that the: 280.900s - 9273238 manufacturing site: (B)(4), manufacturing date: 05.dec.2014, expiry date: 01.nov.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in australia as follows: it was reported that a trauma/procedure had taken place. As surgeon was inserting the dhs screw, he realized that the connecting screw is loose, so he tightened it. He mentioned that the whole step was repeated twice. After the last turn, he realized that the connecting screw tip was broken and was struck inside the dhs lag screw. The surgeon managed to remove the dhs lag screw with the dhs wrench. He requested second set to be open and another l90mm dhs lag screw was inserted. Unfortunately, the nurse has discarded the lag screw into the sharp box and only the instrument would be sent back for investigation. Patient outcome post-surgical procedure: optimal. 10 minutes delay in surgery. No reported adverse event to patient. This report is 1 of 2 for (B)(4).